Manufacturer narrative:
(B)(4). Pump received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
The customer reported via phone call that their insulin pump was damaged around the reservoir compartment. The customer¿s blood glucose level was not provided at the time of the incident. Customer stated the device had cracks and mostly chipped of where the reservoir goes in. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis